Manufacturer narrative:
Emdr section h6: codes have been added/updated to reflect the extent of the investigation performed. B3, date of event: updated. It has been determined that the date of event should coincide with the publication date october 1, 2024. B4, describe event or problem: complementary text added to original event description. H6, investigation findings, code c20: refers to the manufacturing papers review not being possible due to missing serial numbers. According to the gore® cardioform septal occluder instructions for use (IFU), adverse events associated with the use of the occluder may include, but are not limited to: new arrhythmia requiring treatment.

Event description:
Gore reached out to the corresponding author multiple times for additional information on implanted devices and patient data but has not received a response. Gore has therefore processed this case with available information in the article.

Event description:
From january 2011 to january 2023, 446 patients were included in this single centre study to treat a patent foramen ovale (pfo). Of those, 48 patients (majority of males aged 48 ± 10 years) were implanted pre-procedure with an implantable loop recorder (ilr) to detect post-procedure atrial arrhythmia (aa). The aim was to compare the overall aa rate between the amplatzer® occluder and the gore® cardioform septal occluder devices. The primary end point was ilr detection of an aa lasting more than 6 minutes within 6 months of closure; the secondary endpoint was ilr dectection of an aa at any time after closure. For data analysis the student¿s t-test for continuous variables and the chi-square test for categoric variables were used. Logistic regression analysis was performed that included known arrhythmia risk factors (age, sex, left atrial size, body mass index, and device size). By 6 months, post-procedural aa was detected in 1 of 20 patients implanted with the amplatzer® occluder compared to 13 of 28 implanted with a gore® cardioform septal occluder (p = 0.001) with 8 females and 5 males. The time until the first episode occurred was 7 to 62 days and the last recorded episode happened 118 days post-implant. Beyond 6 months, the ilr device detected arrhythmia in 3 patients at least 17 months after pfo closure. However, the article does not specify how many patients of those 3 had been implanted with gore devices. Reportedly, aa therapy included hospitalization, unspecified treatment in the community, prophylactic oral anticoagulation, beta blocker medication, or no treatment because the patient declined. No thromboembolic events were observed in this study group over a 4.4-year (median) follow-up period. Additionally, arrhythmia had settled by 5 months in most cases. The article also reports that no major demographic or clinical differences between patients implanted with either an amplatzer® occluder or gore® cardioform septal occluder were found. The article concludes that, since no increased long-term risk of atrial arrhythmia post pfo closure was found in this study and in view of the very low stroke and recurrent arrhythmia rates published in other literature in this field, it will be improbable to economically justify using ilr devices systematically.

Manufacturer narrative:
Article citation: reddy, s.a. Et al "influence of device choice on atrial arrhythmia incidence following percutaneous patent foramen ovale closure", jacc: cardiovasc interv. 2024;17(19):2320-2321. Doi:10.1016/j.jcin.2024.07.015. A1, patient identifier (in confidence): no patient specific details were provided in the article. Therefore, the provided data reflect gore's internal number for this case. A2, age at the time of event, and a3, gender: age and gender are means/majorities according to the article. Where appropriate, it was decided to provide the number of patients associated with a adverse event relevant to the gore® cardioform septal occluder. B3, date of event: it has been determined that the publication date of the article, september 18, 2024, should reflect the date of event. D6a, if implanted, give date: the article does not provide individual implant dates relative to the reported adverse events concerning the gore® cardioform septal occluder device. Therefore, the beginning of the study date range january 1, 2011 was provided. The gore® cardioform septal occluder devices remain implanted. Therefore. Device evaluations cannot be performed. Also, the serial numbers for the implanted devices are unknown. Therefore, a review of the manufacturer papers cannot be performed. Gore intends to contact the corresponding author for additional information. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.